Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Caller stated that the customer's blood glucose reading at the time of hospitalization was 394 mg/dl. Caller stated that the customer was vomiting prior to hospitalization. Troubleshooting was performed, and the insulin pump appears to the programmed correctly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked battery tube threads noted during visual inspection.